Event description:
Development of hashimoto's thyroiditis. Chronic fatigue symptoms, joint pain, food allergies, hair loss, thyroid issues, spleen pain, memory/cognitive issues. Have all documentation.